Manufacturer narrative:
(B)(4). Batch number: p59004. Investigation summary: the analysis found that one ple60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the blade of the stapler, after first firing, refused to return to the beginning of the jaw. The doctor informed that he had performed the following procedures to release the tissue from the inside of the stapler jaw: "reverse button activation, removal and replacement of the battery, and, finally, actuation of the manual return of the blade." After that the stapler was replaced, and the new one worked perfectly, until the end of the surgery. No harm was done to the patient and the surgery was not extended due to the occurrence.